Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and insulin was squirting out during the manual priming process. Her blood glucose was 202 mg/dl. During troubleshooting, the customer stated the insulin pump was not recently dropped, but may have been twice a long time before. The drive support cap was protruding. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.